Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9135601. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-23. Medical device lot #: 9190265. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-22." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was discovered to be broken prior to use with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from portuguese to english: all syringes came with a broken plunger.

Event description:
It was reported that the plunger was discovered to be broken prior to use with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from portuguese to english: all syringes came with a broken plunger.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The samples provided by the customer for the batch 9190268 were evaluated and it is possible to observe plunger activated at blister in 4 samples and 1 sample with activated plunger however the packaging was opened in a way that could led to the premature plunger activation. The sample provided by the customer for the batch 9135601 were evaluated and it is possible observe plunger activated at blister in 1 sample. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. Another potential root cause is a weakening at plunger molding causing the activation force low. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Also, is necessary check the customer product usage as the breakable plunger is part of product function to prevent syringe reusage. H3 other text : see h.10.